Event description:
Customer reported being hospitalized after visiting the emergency room, with diabetes-related concerns but the cause was unknown on (B)(6) 2025. The highest recorded blood glucose level was 390 mg/dl, and moderate ketones were present, which were considered life-threatening. It was identified that there was no malfunction with the insulin pump, cartridge, or infusion set. The customer attempted to manage the blood glucose issue by using the pump to administer insulin. After receiving intravenous fluids and insulin, the treatment successfully resolved the issue, and no permanent damage was identified. The customer was discharged from the hospital on (B)(6) 2025.